Manufacturer narrative:
The insulin pump alarmed motor error, during the occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarms.

Event description:
The customer called stating, the insulin pump is not giving the no delivery alarm ,when the reservoir is empty. Unable to troubleshoot, as the customer had already filled a new reservoir.